Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2017-02492. New information was received identifying that the product was a cook inc. Manufactured device. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient received an implant on (B)(6) 2014 via the jugular vein due to deep vein thrombosis of the left lower extremity, and contraindication to anticoagulation. Patient is alleging device is unable to be retrieved and ivc stenosis. Patient further alleges, back pain, leg pain, diminished physical activity, trouble sleeping, decreased sex drive, inability to fully enjoy life. Retrieval was attempted on (B)(6) 2017 and (B)(6) 2017, but were unsuccessful. Device was successfully retrieved on (B)(6) 2017.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'difficult to retrieve, stenosis, back/leg pain, lowered activity and libido, trouble sleeping, less enjoyment'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. It is unknown if the reported back and leg pain, diminished physical activity, trouble sleeping, decreased sex drive, and inability to fully enjoy life are directly related to the filter and unable to identify corresponding failure mode(s) at this time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.